Manufacturer narrative:
Unit passed displacement test. Pump error 63 alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures error. The customer¿s blood glucose was 16 mmol/l at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer also stated that they performed the self test and they were able to passed the test. The insulin pump will be returned for analysis.